Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14662. It was reported that there was noise seen on the right atrial lead and the right ventricular lead, caused by clavicular crush. The leads were explanted and the patient was in stable condition.